Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (service code 2534) was confirmed. Per 91c0011, the system control processor (scp) indicates an error occurred during the driven ground diagnostic test. Upon investigation, the belt did not pass te falloff voltage testing due to a defective driven ground relay in the belt node and therapy electrodes. The root cause for the service code 2534 was the defective belt node and therapy electrodes. No adverse event resulted from the damaged belt.